Manufacturer narrative:
Additional information: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. The rep indicated that the system would not communicate with the imaging system. The navigation system could see the reference frame and the imaging system tracker, the site tried another ethernet cable with no change. The navigation system was rebooted, but the issue was not resolved. The site brought in a different navigation system which was able to communicate. The surgical delay was less than one hour and there was no change in patient outcome. The following day the rep attempted to replicate the issue, but was unable to replicate the issue despite multiple attempts at restarting the system and manipulating the network cable.